Event description:
A report was received that the patient's ipg felt hot and got warm after charging. The patient's ipg was explanted.

Manufacturer narrative:
The complaint was not verified. The charge profile indicated that the maximum charging temperature was 41.985c, and the maximum operating temperature was 40.973c, both were within the expected ranges. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg felt hot and got warm after charging. The patient's ipg was explanted.

Manufacturer narrative:
Additional information was received that the patient is stable following the explant procedure.

Event description:
A report was received that the patient's ipg felt hot and got warm after charging. The patient's ipg was explanted.